Manufacturer narrative:
The product involved in the event was not returned for evaluation. Upon completion of the investigation, a follow-up report will be filed. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.

Event description:
The customer reported a needle was found in a gown contained within avid medical customer procedure tray. This resulted in an employee injury (laceration). Two lot numbers were initially identified as possible complaint product. Avid lot numbers reported are 1602636 lifenet bone recovery pack and 1613503 skin recovery pack. It is important to note that no needles are included in either of these kit lots manufactured by avid medical. The employee was recovering tissue when the incident occurred. Medical treatment was required, although the reporter did not provide further details. Additional information was requested on august 26, 2025, august 28, 2025, september 2, 2025, with no response.

Manufacturer narrative:
The complaint details were forwarded to the appropriate functional area for investigation and root cause determination. A review of the device history records (dhrs) for the two reported potential lot numbers was completed. No needles were incorporated into the bill of materials (bom) for either lot. Each kit contains multiple gowns, and no nonconformances were documented during the manufacturing process. The root cause of the complaint could not be confirmed to be associated with avid convenience kit manufacturing. The reported lots did not contain any needles, and it has been verified that gowns and needles are stored in separate designated warehouse locations, making the likelihood of a mispick and subsequent inclusion in a kit highly improbable. Bin locations for the gowns were inspected, and no issues or evidence of mixed components were identified. The reported complaint has been entered in our tracking and trending program in order to monitor for emerging trends in the marketplace. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.